Manufacturer narrative:
(B)(6). Manufacturing site evaluation: the valve was manufactured by a qualified employee; deviations during assembly did not occur. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Investigation - the valve was received submersed in the return kit. A deformation of the outer housing of the progav was observed through the visual inspection. The housing was subsequently measured and confirmed the presence of a deformation, measuring at -0.062 mm, outside the tolerance. Permeability test- this test has shown that the shunt assistant has a blockage and that valve is permeable. Adjustment test - this has shown that the valve was adjustable to all specified pressures. Braking force and brake function test - this has shown that the brake function operates as expected. However, the braking force required was not within the specified tolerances. Computer-controlled test - to investigate the claim of over/under-drainage, the opening pressure is measured using a testing apparatus which simulates a cerebrospinal fluid (csf) flow. At the time of our investigation, the opening pressure of the valve was not within the accepted tolerance. The shunt assistant was not able to be investigated due to its occlusion. Results - after the tests, we have dismantled the valves. Inside, we found a slight build-up of substances (likely protein). Based on our investigations, we can partially confirm the claim of under-drainage. At the time of our investigation, the shunt assistant was shown to be occluded. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hydrocephalus therapy by shunt implants. The cause of the deformation of the progav could not be determined through our investigation. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po was underdrainage. The explanted product were delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information.